Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy using the wavelet feature. Therapy was delivered once the arrhythmia no longer matched the algorithm criteria. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.